Manufacturer narrative:
(B)(4). During a follow-up call it was found that the cassette had scratches on it and the bubbles were on the cassette itself and not in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during peritoneal dialysis therapy on the homechoice. There was no patient injury or medical intervention reported. No additional information is available.